Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -15.0/2.5/093 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens had tore during injection/delivery into the eye. There was no patient injury. Intraoperatively a replacement lens of longer length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).